Event description:
Blood loss. It was reported that the pt experienced 2000cc blood loss during an attempted retroperitoneal cut down. The pt is described as having narrow, tortuous, and calcified vessels. Six units of blood and four units of packed cells were administered. Access was gained through the external iliac artery. The graft was successfully implanted.